Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed pressure transducer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the rs232 esd adapter board in arctic sun device was missing the mounting hardware and the access connector port was pushed in from its mounting plate. Users damaged the rs-232 port on the back of the device. Unit would not fill due to a false negative ip reading. Replaced the pressure transducer, with a test transducer for unit to fill. Pressure transducer need to be replace under warranty. Per review of wo an additional issue was found on (B)(6) 2023, it was reported that the usb cover was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the rs232 esd adapter board in arctic sun device was missing the mounting hardware and the access connector port was pushed in from its mounting plate. Users damaged the rs-232 port on the back of the device. Unit would not fill due to a false negative ip reading. Replaced the pressure transducer, with a test transducer for unit to fill. Pressure transducer need to be replace under warranty.